Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and pacing impedance was greater than 3000 ohms. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was a lead fracture, and the lead was capped.

Manufacturer narrative:
It was reported that the patient received inappropriate therapy due to oversensing, and pacing impedance was greater than 3000 ohms. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was a lead fracture, and the lead was capped. No conclusion can be drawn impedance, high lead(s), fracture of4 oversensing4 shock, inappropriate.